Manufacturer narrative:
Intuitive surgical inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed, and this unit was installed onto the test system and failed testing. The power light emitting diode (led) turned red, and the bipolar led did not turn on. The unit could not cut/seal. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The field service engineer (fse) went on site and confirmed the reported issue. The fse replaced the e-100. Intuitive surgical, inc. (Isi) has not received the generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported that the vessel sealer device was not working and that its status led was red. Tse asked to reboot the e-100, but the e-100 status led remained red. Tse informed that the e-100 was not usable and offered to use the erbe generator to proceed. The procedure was completing as planned with no reported injury.